Event description:
Customer reported a leak while on a pt. There was no report of pt harm or medical intervention. Customer stated that no further pt or event details were provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. Internal file no: (B)(4). Customer reported that the affected product will not be returned because it is not available. Unable to determine root cause of the reported leak.